Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.